Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 pocket c6 was failed to open and unable to recover. A field service engineer remoted into the station and found no failed pockets. The fse noticed that the station had not been rebooted recently, performed a reboot. Confirmed with the customer that the users were able to recover the failed pocket successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 pocket c6 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.